Event description:
A female pt (age unk) underwent a therapeutic colonoscopy procedure. The resulution clip device premanturely deployed inside the sheath. The clinician used another resolution clip device, but the clip would not pull out of the sheath. The clinician used a third resolution clip device; however, just as with the second device the clip would not pull out of the sheath. Please note associated medwatch reports 6000048-2006-00271 & 6000048-2006-00272. The area stopped bleeding and an additional clip was not required. The pt did not sustain any complication or ill effect as a result of the deployment issue. The pt condition is noted as fine.

Manufacturer narrative:
This device has been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and co is unable to determine if the device met its specifications. Co is unable to determine the relationship between this device and the cause for this event at this time. Co's directions for use following appropriate placement, access and maintenance procedures.